Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under all of the therapy electrodes. The area was reported as red and swollen with blisters and pustules. There was no alleged device malfunction contributing to the was prescribed a hydro cortisone cream by a physician. Follow up indicated that the affected area improved.